Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. W/o a valid lot number a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 1997 - the pt underwent implant of a bard "marlex" flat mesh during an unspecified vaginal procedure. On (B)(6) 1997 - the pt underwent unspecified surgical procedure. On (B)(6) 1998 - the pt underwent unspecified surgical procedure. The attorney's report alleges disability, pain, and add'l surgery.